Event description:
The customer alleged her blood glucose (bg) was around 15 mmol/l but this could not be confirmed as her cgm and finger prick readings showed levels of 7.3 and 6.3, respectively. No further information was available.